Manufacturer narrative:
(B)(4). The device was not returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the nc trek dilatation catheter balloon was prepared for use per instructions for use and difficulty was noted during removal of the protective sheath and stylet. The device was used and inflated at the target lesion. However, when an attempt was made to deflate the balloon, the balloon was unable to deflate. The balloon was taken to the aorta where it was intentionally ruptured so that it could be removed. After rupture, the balloon was removed without issue. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.